Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Left total hip replacement for osteoarthritis of left hip was performed on (B)(6) 2016. Intra-op, linear drill chuck coiled wire was broken during drilling of acetabulum for acetabular screw insertion. No broken part of instrument found intraoperatively. Post-op xr taken revealed three tiny broken pieces of wires(2 mm x 0.5 mm, 2 mm x 0.5 mm and 4 mm x 0.5 mm) retained near proximal left femur. Patient was informed of the condition and relatives including his son and daughter. Potential migration of wire and remote injury to adjacent tissue discussed. Option of removal of broken pieces of wires and observation with serial x-ray discussed. Risk of another operation to remove retained broken wires explained. They preferred observation with serial x-ray monitoring.

Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection noted that the device was returned in used condition and flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Material analysis report of the returned device concluded that "fracture consistent with an overload condition." -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed. A visual inspection noted that the flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Further examination of the returned device with material analysis engineer indicated fracture consistent with an overload condition. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Left total hip replacement for osteoarthritis of left hip was performed on (B)(6) 2016. Intra-op, linear drill chuck coiled wire was broken during drilling of acetabulum for acetabular screw insertion. No broken part of instrument found intraoperatively. Post-op xr taken revealed three tiny broken pieces of wires( 2mm x 0.5mm, 2mm x 0.5mm and 4mm x 0.5mm) retained near proximal left femur. Patient was informed of the condition and relatives including his son and daughter. Potential migration of wire and remote injury to adjacent tissue discussed. Option of removal of broken pieces of wires and observation with serial x-ray discussed. Risk of another operation to remove retained broken wires explained. They preferred observation with serial x-ray monitoring.